Event description:
Hospital reported that during a bypass procedure (less than one hour into case) while using the aries centrifugal pump and pump adapter on the bio-console, a loud grinding noise was heard. The perfusionist removed the aries pump and adapter and said that the magnet on the bio-console was not rotating. The bio-console was replaced with a second unit to continue case with no effect to the patient.